Event description:
It was reported that after stent placement, the user noticed that the stent appeared to be abnormally long. The stent appeared to be longer than 9cm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because, this device is the same or similar to one marketed in the united states (B)(4).